Manufacturer narrative:
Additional information provided. The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. A customer reported that a cut in a lateral direction was found on the tip of the infusion sleeve. An infusion sleeve with the bubble suppression insert (bsi) was returned and was visually inspected. Visual inspection confirmed a punch hole on the shaft of the infusion sleeve. The root cause of the customer¿s complaint is related to an error that occurred during the supplier¿s manufacturing process. The punch hole found on the shaft of the sleeve would not have not generated from the houston facility. The supplier has been made aware of the issue; however, as the occurrence rate for this failure is low and this appears to be an isolated incident, no formal root cause or corrective action has been requested. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. Consumables manufacturing has also been made aware of the issue through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that a cut in a lateral direction was found on the tip of a sleeve; therefore, it was unusable. The surgery was completed after replacing the product with another one. The procedure type is unknown. The involved eye and the patient identifier are not available. There's no patient harm.